Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's right atrial (ra) and right ventricular (rv) lead exhibited noise and intermittent high out of range pacing impedance measurements greater than 2,000 ohms. The noise was oversensed on the ra channel and the patient experienced syncope that was felt to be the result of the oversensing. The noise was not oversensed on the rv channel. Boston scientific technical services (ts) reviewed the episodes and discussed that the noise was consistent with oversensing related to the respiratory rate trend (rrt) feature and recommended programming rrt off. Rrt was programmed off. Continued intermittent high out of range pacing impedance measurements were observed and the physician was considering potential lead replacement on an unknown date in the future. No additional adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the crt-d was explanted and replaced and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.